Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient presented with non-healing driveline site noted at routine dressing change by surgeon. On (B)(6) 2020 at 1638; culture wound/exudate: rare amount gram positive cocci ; no fungal elements seen with white blood count (wbc) on (B)(6) 2020 at 7.9. On (B)(6) 2020 at 1054; culture wound/exudate: moderate coagulase negative staphylococcus identified as staphylococcus epidermidis methicillin (nafcillin) resistant staphylococci should be considered resistant to all anti staphylococcal beta lactam antimicrobial agents. Fungal culture: abnormal rare amount candida albicans on (B)(6) 2020 white blood count (wbc)of 11.0. Additional information reported that on (B)(6) 2020 at 1355 wound vac performed. Vancomycin (vancocin) 1,500 mg started (B)(6) 2020 at 2328 to (B)(6) 2020 at 1053, micafungin (mycamine) 100mg IV qday started (B)(6) 2020 at 1811. Daptomycin (cubicin) 1,050 mg IV qday started (B)(6) 2020 at1729 ¿ until (B)(6) 2020 at 1820 and daptomycin (cubicin) 1,300 mg IV qday starting (B)(6) 2020 at 1800 no additional information was provided.